Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a remote manager lock failure was reported on the fridge. The customer performed a station reboot followed by a recover storage space, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system remote manager (rm) lock failed. A field service engineer (fse) relocated the remote manager (rm) to a new refrigerator provided by the customer. The relocation was completed successfully, the rm was reconfigured, and functionality was verified with the customer, resolving the issue. The system functioned as intended after the field service engineer repaired the device.